Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Device was primed to fill. Circulation pump was replaced. Pm performed. Mixing pump, heater, drain valves, manifold o-rings were replaced. Double bend tube and the l-tube were replaced due to expanding/swollen for preventative measure. The control panel coin cell was replaced due to aged. Passed all the testing and is now ready for used. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation, the arctic sun device won't fill the reservoir, had to prime in order to fill the reservoir. The issue root cause of not filling the reservoir was due to faulty circulation pump.

Event description:
It was reported that per wo evaluation, the arctic sun device won't fill the reservoir, had to prime in order to fill the reservoir. The issue root cause of not filling the reservoir was due to faulty circulation pump.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.